Manufacturer narrative:
Unit received with high current problem/draw. Unable to power on with any battery or battery simulator due to reaching 2a limit. Isolated to pcba 1. Unable to perform displacement test, sleep current test, active current test and self-test due to power anomaly. Power error detected alarm due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had low battery issue. Customer's blood glucose level was unknown. The insulin pump will be returned for analysis.